Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient had pain at the pocket site due to location. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the pocket site due to location. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the pocket size was revised. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain at the pocket site due to location. The patient will undergo a revision procedure wherein the ipg will be relocated.